Manufacturer narrative:
The customer discarded the products.

Event description:
It was reported the patient received the following results within 15 minutes: around 90 mg/dl, around 300 mg/dl and around 90 mg/dl.